Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that since they received the implant they had experienced 50% improvement in overall symptoms however they said that the retention issue only started after the implant. The patient said that it took a lot longer to relieve themselves and it wasn't like they were retaining, it just took longer to empty the bladder. The patient also said that when they stood up to pull their undergarments back up, they were leaking everywhere, not just a couple of drops however were urinating all over again, maybe not the same amount. The patient said that their managing physician directed the patient to take a couple of additional attempts to void after they finished voiding to help empty their bladder. The patient said that had however still experienced gushes when they stood up after they finished. When asked, the patient said that they received implant because couldn't control the voiding. The patient asked for programming guidance, said that they had worked with the field staff however they hadn't been returning their calls. The patient said spoke to a manufacturer representative (rep) about 3 weeks ago and received some direction however the patient said that the control didn't last. The patient said that they had texted the rep however they hadn't received any response. The patient said that they also spoke to field rep a few weeks ago who provided some direction however they said that they didn't experience any improvement. The patent said they hadn't called their managing doctor again, they decided to contact patient services first. The patient said that they understood that there was the potential that their current level of improvement was the best that they would receive. At this point, the patient said they had to end the call however they will call back later to finish the conversation. The patient called back on 2026-apr-17 and reported the same issue. The patient added that, within the last week alone, they had used approximately one hundred incontinence pads. The patient stated that they had knee surgery, which resulted in them bending even lower to empty their bladder. The patient stated that at night they had to wear extra absorbent pads. The patient changed their program to c over the phone and will monitor symptoms and call back if additional assistance was needed. Additional information was received from the patient on 2026-apr-22. The patient called in stating they were not having good results. The patient said initially they were doing really well. The patient had knee surgery 9 weeks ago. The patient said in the last 2 months they were up 2-3 times a night. The patient said they were urinating so much even with heavy pads. The patient said they were not making it to the bathroom. The patient drank very little at night. The agent reviewed how to increase stimulation. The patient increased stimulation to a comfortable level and recommended the patient discuss symptoms with their healthcare provider.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.